Manufacturer narrative:
Na

Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. As the patient was doing well, the lead was programmed off and the patient would be monitored.